Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) the lead was returned in segments, analyzed and the proximal conductor was fractured. The defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had a cosmetic environmental stress crack (esc), the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Performed destructive analysis and visual inspection of distal coil. No discontinuity was observed. (B)(4) - the lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the proximal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead showed a rising impedance trend over the last 12 months. During the extraction of the rv lead, the helix would not retract. It was also reported that there was an insulation defect on the right atrial (ra) lead. Both leads were removed and replaced. No patient complications have been reported as a result of this event.